Event description:
During periodic review of the generator's programming history a high impedance event was confirmed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.